Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve using this delivery system, a balloon ruptured requiring intervention to prevent impairment/damage. Additional information has been requested directly from the hospital with no response at this time.

Manufacturer narrative:
Conclusion of investigation: the device history review was reviewed and no anomalies were noted that would have impacted this event. From the available information, a conclusive cause of the reported balloon rupture, or its relation to this bioprosthetic transcatheter valve could not be determined. It was reported that intervention was required to prevent impairment/damage. This event was noted from a review of the continuing review application at the hospital. The patient status on the form was stated as "continued without adverse patient effects". However, no additional information has been received to confirm the event. This event will be reassessed if additional information is received. (B)(6).

Manufacturer narrative:
No product was returned for laboratory analysis and our investigation is ongoing. Upon completion of our investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.